Event description:
It was reported during interoperability programming of a new syringe containing epinephrine continuous 0.05 mg/ml in dextrose 5%, the pump was found to be displaying and incorrect drug concentration of 0.01 mg/ml on the screen, however running at the correct rate. When attempting to reprogram syringe, it states same 0.01 mg/ml concentration but rate of correct concentration (0.04mcg/kg/min). There was patient involvement however patient harm is unknown. Customer provided a photo of the programming. The pcu does appear to display the concentration correct of 1mg/20ml.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d16 - conclusion not yet available. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of the unit displaying a concentration of 0.01mg/ml instead of the intended 0.05mg/ml could not be confirmed. Log review and testing could not identify the issue. Preventive maintenance results show the suspect device working as intended passing all test. Analysis of the pictures provided by the facility showed a concentration of 50mcg/ml (0.05mg/ml) in both instances. No concentration of 0.01mg/ml was observed. Log review did not find an entry with a concentration of 0.01mg/ml programmed or displayed during the time and date of the reported event. Review of the suspect syringe module and concomitant pcu error logs were found with no records related to the reported issue. The review of concomitant pcu event log showed that on 24sep2025 at 4:57 pm a remote intravenous (IV) infusion message was received with a concentration of 1mg/20ml (0.05mg/ml), a dose of 0.04mcg/kg/min and a patient weight of 10.6kg. The volume to be infused (vtbi) was set to 14ml and rate to 0.5088ml/hr. The primary volume infused (pvi) was recorded as 5.0691ml. At 4:58 pm, the user started the infusion. On 25sep2025 at 9:30 am, the user channeled off the unit. The pvi was recorded as 13.4823ml. The bd alaris user manual v12.3.2 has information for the user regarding programming. The user should confirm correct programming prior to starting the infusion. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to service. Suspect s/n: (B)(6) (w/o: (B)(4)). Device was opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the report of the unit displaying a concentration of 0.01mg/ml instead of the intended 0.05mg/ml could not be determined. Pictures provided by the facility of the event showed the correct concentration of 0.05mg/ml. Log review showed a concentration of 0.05mg/ml programmed for the incident infusion. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported during interoperability programming of a new syringe containing epinephrine continuous 0.05 mg/ml in dextrose 5%, the pump was found to be displaying and incorrect drug concentration of 0.01 mg/ml on the screen, however running at the correct rate. When attempting to reprogram syringe, it states same 0.01 mg/ml concentration but rate of correct concentration (0.04mcg/kg/min). There was patient involvement however patient harm is unknown. Customer provided a photo of the programming. The pcu does appear to display the concentration correct of 1mg/20ml.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.